Event description:
It was reported that there was a hair in the sterile package of the implant. The hair was attached with the implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.